Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. Reprogramming was performed and the lead was revised in a procedure on (B)(6) 2025. There were no patient consequences.